Manufacturer narrative:
Philips has investigated this complaint. According to the information provided he wireless footswitch did not function during a coronary planned treatment/non-emergency treatment. The procedure was completed using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The philips engineer inspected the system on-site and replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) . The defective footswitch was returned to philips for further analysis. The analysis confirmed electronic failure of wireless footswitch. After replacement of wireless foot switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch itself was unable to connect wirelessly. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced the wireless footswitch, and the system was returned to use in good working order. Philips has started an investigation of this complaint.